Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to their clinic after experiencing a fall at home. The patient was transferred to the ho spital due to concerns of sepsis. At the hospital, the patient was also found to have (B)(6) bacteremia and endocarditis. A lead vegetation was found in the patient's right atrium. A head computed tomography (CT) scan showed a subarachnoid hemorrhage. The patient was treated with nafcillin and the implantable cardioverter defibrillator (ICD) system was removed. A peripherally inserted central catheter line was inserted for home antibiotics and the patient was discharged. Follow up revealed the etiology of the infection is not known but could be related to the patient's concurrent pneumonia, central line, left ventricular assist device or ICD. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.